Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had high blood glucose. The customer blood glucose was 400 mg/dl. It was unknown that customer was using insulin pump at the time of event. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device.